Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a PICC line placement under echo-graphic control when the anesthetist inserted the wire guide in the vein heading to the atrium, through the needle, the guide disintegrated. Under fluoroscopic control, the anesthetist saw the wire guide had lost its shape, reportedly it was thinner. After removal of the wire guide, the anesthetist completed the procedure with a two lumen PICC line using the guide and the needle and completed the procedure. An unknown amount of additional time was added to the procedure due to the event. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Ljs turbo-ject peripherally inserted central venous catheter. Investigation - evaluation: a review of the device history record, documentation, manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.